Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type ia endoleak with sac growth of 9.5mm were confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined with the medical records / images available for review. The final patient status was discharged on the first post-operative day following the secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type 1a endoleak with sac growth was identified. An intervention was completed. The physician elected to implant non-endologix devices to resolve this event. The patient was reported as doing well post intervention.